Event description:
It was reported that the pacemaker and the non-boston scientific right ventricular (rv) lead exhibited high impedance issues and thresholds fluctuation. Header issues were suspected. Underwent procedure, both pacemaker and the rv lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned pacemaker found no damage or defect consistent with high impedance issues and thresholds, therefore the clinical observations reported were not confirmed. The device history record confirmed that each device meets specifications before release for use. There is no indication the device manufacturing process contributed to the reported complaint. The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the pacemaker and the non-boston scientific right ventricular (rv) lead exhibited high impedance issues and thresholds fluctuation. Header issues were suspected. Underwent procedure, both pacemaker and the rv lead were explanted and replaced. No additional adverse patient effects were reported.